Event description:
The patient stated that his blood glucose has been elevated for the past 2 days. He stated that he has changed his infusion site 4 times in the past two days and he has not been able to lower his blood glucose. He stated that he changed his site today from his right leg to his left leg and his blood glucose lowered, but then elevated again. He stated he changed his site 2 hours ago and bolused 12 units and his blood glucose has elevated from 280 mg/dl to 320 mg/dl. He stated he has a dry mouth when his blood glucose is elevated. His normal blood glucose range is 70-150 mg/dl. Several attempts were made to follow up with the patient but no contact was made. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.